Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software product ID tm90t0 lot# serial# (B)(6). Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, dilaudid, and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having trouble with their ptm (personal therapy manager). The patient stated that their controller/communicator "has not acted right for some time" and now for the past 3 days they have not been able to get connected to the ptm. While on the call, the patient tried to connect and received ¿no device found.¿ the agent walked the patient through turning airplane mode on and off and verifying location was turned on and restarting the handset. The patient was then able to connect to the pump and get it to 90%, but then received the ¿no pump response¿ message. The patient tried repositioning the communicator, but that did not resolve the issue. A replacement communicator was requested from the repair department because the patient was not able to connect to the ptm/getting ¿no pump response.¿ no patient injury reported.